Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system showed varying morphologies. In some instances, the left ventricular (lv) signal was observed 40 ms before the right ventricular (rv) signal (per programming), but other times the rv signal occurred prior to the lv. Morphologies on the recent presenting egms appear very similar, regardless of rv/lv timing. However, earlier presenting egms show a notable different in shock channel morphologies. Additionally, some atrial tachy response (atr) episodes show a clear difference in morphology when pacing. Egm review also showed possible loss of capture (loc). This crt-d system remains in service. No adverse patient effects were reported.